Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that during rewarming, the machine stayed at 30 degrees celsius for 6 minutes, which is longer than usual and then went to 42 degrees. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.